Manufacturer narrative:
The reported complaint of "the user observed that the autopulse platform (sn 34466) would not size or compress the patient and displayed fault code 16 (timeout moving to take-up position)" was confirmed during the functional testing and the archive data review. The root cause for the fault code 16 was due to seized brake gap. The brake gap needs to be adjusted to remedy the fault code 16, however, the brake gap was unable to be adjusted due to defective drive train motor. The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 23 (compression will exceed 3 revolutions) error message" was not confirmed during the functional testing, but confirmed during the archive data review. Unable to duplicate the ua23 error message during the testing. Upon visual inspection, unrelated to the reported complaint, observed damage on the front enclosure. The cause for the physical damage was appeared to be due to user mishandling. The front enclosure needs to be replaced to address the physical damage. The autopulse platform failed initial functional testing due to fault code 16 (timeout moving to take-up position) displayed upon powering on. The archive data review showed occurrence of multiple fault code 16 (timeout moving to take-up position) and ua23 (compression will exceed 3 revolutions) error message on the reported complaint date. The drive train motor was replaced to address the fault code 16. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua23 error message is an indication that the driveshaft travelled out of specified range to get to the calculated compression depth. The ua23 error message can be cleared by restarting the platform. The autopulse platform was subjected to stress test using the test manikin for approximately 15 minutes and the platform passed the test without any error or fault. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient use, the user observed that the autopulse platform (sn (B)(4)) would not size or compress the patient and displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 23 (compression will exceed 3 revolutions) error messages. The weight of the patient is (B)(6) kg. The user tried to trouble-shoot by extending and re-positioning the lifeband several times, but the error message could not be cleared. No known impact or consequence to patient information was provided.